Event description:
It was reported impedances readings greater than 3600 ohms were seen. The patient was still feeling stimulation, as they had reprogrammed around the issue.

Event description:
When contacted for follow up information, it was confirmed that after reprogramming the patient's implantable neurostimulator (ins) they were receiving satifactory stimulation therapy. The patient noted that they would contact the manufacturer's representative if there were any further issues and nothing had been heard from them. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3 708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3998, lot # l95879, implanted: (B)(6) 2003, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger. (B)(4).